Manufacturer narrative:
During investigation, it has been noted that the switch driver (circuit ic21 on the pcba was hot. This circuit is involved when controlling the traverse switch and charging the lift motor through the multi station charger. It is unk if the facility performs preventative maintenance on their lifts. The tech replaced the electronic card switch cover 243/250 es to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating a multi-connector/multi station contact was arcing. The lift was located in critical care unit (ccu). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).